Event description:
It was reported that revision surgery was performed. The patient represented in (B)(6) 2014 with recent on-set of severe hip pain. X-rays showed that her femoral neck had become thinned.